Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ when was the needle detached/pulled off from the tape (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: ¿ when was the needle detached/pulled off from the tape (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? ¿ what was used to complete the procedure? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, when opening the suture packaging during suturing, it was found that the problem of pulling off suture needle had happened in the newly dispensed suture and could not be used. A new suture was replaced. No adverse patient consequences were reported. Additional information was requested.